Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow-up medwatch report will be submitted.

Manufacturer narrative:
(B)(4):one sample was received. A leak test with a simulated tissue was performed and during test no leak issues were found. To perform the leak a new syringe was utilized since the actual syringe used in the procedure was not received for evaluation the test was performed with the infusion extension tube and without it and no issues were found. Failure mode could not be confirmed. Device history record review could not be performed since lot number was not provided for evaluation. Most probable cause could not determined since no issues were found during the applicable manufacturing, inspection and packaging processes that can relate personnel or method with the reported failure and since sample received did not present failure mode reported.

Event description:
Via email, it was reported that this needle was connected to an infusion extension tube of terumo.  When infusion was started by drop from infusion bag, a leak was found from the connected part.  A leak was found when this needle was connected to other extension tube for contrast. No injury. On (B)(6) 2014, the international contact (t. Kusano) provided the following information via email: patient demographics: two weeks after birth, male, initials: not to disclose. There was no difficulty noted during insertion of the bone marrow needle. There was no damage to the needle noted at the point of use. The drug being infused was soldem 1 (terumo). When the leak was noted the transfusion circuit (extension tube) was changed to another type.  Any improvement for leak was not found, so they changed to an intravenous line.